Event description:
A durable medical equipment supplier (dme) reported that a patient returned a CPAP and heated humidifier system after an alleged thermal failure. The dme stated there was a limited amount of property damage but no report of injury or harm. The device has not yet been received for evaluation. The manufacturer is continuing to investigate the allegations of the thermal event.